Manufacturer narrative:
A review of the associated service record was performed. No information was provided to conclusively indicate nonconformance of the system contributed to the reported event. All company surgical systems are verified to meet specifications after servicing in accordance with the applicable service test procedure (stp). The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient who experienced an incomplete dissection and an anterior capsule tear during laser assisted cataract surgery. The surgeon was able to implant the planned intra ocular lens and the procedure was further completed as planned.